Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the two (2) speed compression implant kits were shipped in for a case, but the staples were noticed disconnected from the inserter upon arrival and prior to the case. There was no patient involvement. Concomitant device reported: inserter (part/lot unknown, quantity 1). This report is for a speed compression implant kits. This is report 1 of 2 for (B)(4).